Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening on anterior, yellow encapsulation (<50% of the area). A visual and microscopic analysis was performed which identified opening crease sharp and crease fold. Observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: an opening crease sharp on anterior due to fold flaw opening.

Event description:
Healthcare professional reported a right-side rupture. Device was explanted.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Healthcare professional reported a right-side rupture. Device remains implanted.